Event description:
It was reported x-ray revealed the lead migrated to the epidural space and the patient had a loss of pain coverage. The device was surgically repositioned and the event was considered ongoing. The etiology was due to the lead and was noted to be related to the device or therapy and not related to the implant procedure. If additional information is received on outcome a follow-up report will be sent.

Event description:
Additional information received reported that the outcome was resolved without sequelae.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).